Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or bent cannula or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod between 24 and 36 hours, the patient noticed that the cannula did not insert into the skin and was bent. Upon inspection, the patient also reported that the pink slide did not move forward, indicating a needle mechanism failure had occurred.